Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of 15 and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-02185. Taxus liberte clinical study. It was reported that vessel dissection occured. On (B)(6) 2010, the patient presented with shortness of breath worsened with exertion and interscapular back pain. The patient was diagnosed with stable angina. Catheterization was recommended and coronary angiography was performed. Subsequently, the index procedure was performed. Target lesion #1 was a de novo lesion located in the 2nd obtuse marginal (om) with 80% stenosis and was 40 mm long with a reference vessel diameter of 2.25 mm. Target lesion #1 was treated with pre-dilatation and placement of a 2.25 x 12 mm taxus liberté atom stent. Following deployment of 2.25 x 12 mm taxus liberté atom stent, distal edge dissection was noted. The physician treated the event with placement of a 2.25 x 8 mm taxus liberté atom stent distally. However, the second stent was too short and a gap was noted. Also, there was again some proximal edge dissection in between the 2 stents which was covered by 2.5 x 8 mm taxus liberte stent. The stents were placed in an overlapping manner. Following post- dilatation, the residual stenosis was 0%. Target lesion #2 was a de novo lesion located in the proximal left circumflex (lcx), with 90% stenosis and was 10 mm long with a reference vessel diameter of 2.25 mm. Target lesion #2 was treated with pre-dilatation and placement of a 3.00 x 16 mm taxus liberte stent. Following post- dilatation, the residual stenosis was 0%. Post procedure, the patient was discharged on aspirin and prasugrel.